Event description:
It was reported that a patient had her pump replaced due to battery depletion. The patient recovered without sequela. The medication administered via the pump was dilaudid 40 mg/ml concentration at a daily dose of 10 mg/day.

Manufacturer narrative:
Catheter: model # 8709, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011. The synchromed ii pump and the pump connector with proximal were returned to the manufacturer for analysis. Final device analysis was completed and found the synchromed ii pump battery resistance was high. No anomalies were found for the catheter.